Event description:
The nursing staff attached an external disk to the tube. The staff was pulling on the tube whenever the tube was maintained. The balloon was being pulled into the tract such that the balloon was visible from the outside. Erosion occurred in the child's inner tract where the balloon was being pulled. Medical intervention was performed, however, the type of intervention is unknown.